Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via fax that during a CT chest/abdomen/pelvis, (B)(6) male pt had an extravasation of approx 10cc on the right elbow when the technologist stopped the injection. The injector was set at 1.5cc/sec at 200psi. The pt has a history of lymphadenopathy and was prone to veins blowing with IV punctures. The pt was treated with heat and elevation for approx 1 hour. Within that time frame the swelling subsided and there was no documented redness or irritation at the site. On a follow-up phone call the next day, the pt told hospital staff there was no additional effects of the infiltration. The hospital staff believed the pt condition was the determining factor and did not want the injector evaluated.